Manufacturer narrative:
Operator #2: dr. (B)(6).

Event description:
It was reported that heart block occurred. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Post valve implant procedure, the patient experienced a heart block and a permanent pacemaker was implanted.